Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (dim/fading/color spectrum with moisture) issue. It was alleged that the display was dim and fading, and there was moisture behind the display. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 08/16/2017. Device evaluation: the device has been returned and evaluated by product analysis on 07/24/2017 with the following findings: during the investigation, there was visible moisture noted in the display. However, the display was found to have normal resolution and contrast. A leak test was performed and the display lens leak was identified. The pump was opened and moisture corrosion was found on the printed circuit board and motor assembly. No moisture was found in battery compartment. The original complaint of a dim/fading display issue could not be duplicated during the investigation.